Event description:
Procedurel gynecology. Reportedly, the device was applied to seal the tissue but after 10 minutes there was "oozing" from the seal site. Further details have not been made available.